Event description:
It was reported that this atrial lead was repositioned due to high pacing thresholds. It was noted by the physician that at the time of initial implantation the patient was in atrial fibrillation (af), however the when the af spontaneously ceased a new lead position was required for better thresholds. The procedure was completed successfully, and this device remains in service. No additional adverse patient effects were reported.